Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was address by a correction bolus via the pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.